Manufacturer narrative:
Blank fields on this report indicate the information is unknown or unavailable. (B)(6). (B)(4). Event is still under investigation at this time.

Event description:
The (B)(6) male patient is a military vet with ptsd and lyme disease. During a procedure, while trying to get wire access, the user was pulling the wire back and forth when the tip sheared off in the patient. The tip is lodged in the patients tissue of his arm. It is to be determined if and when the piece will be removed. If removed the physician is planning to do a cut down procedure to remove the tip fragment.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Each wire guide is provided with an attached caution label which states: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.¿ based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that while trying to obtain wire access, the user pulled the wire back and forth and the tip of the turbo-ject single lumen minocycline/rifampin power-injectable PICC sheared off in the patient and became lodged in the tissue of his arm. No information was provided regarding the patient outcome or any additional intervention or procedures; however, a cut down procedure to remove the tip would be performed if deemed necessary by the physician.